Manufacturer narrative:
The date of manufacture was unknown; therefore, (B)(4). (B)(6). The manufacturing location was unknown. The: 510(k) number is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from france that during an unspecified surgical procedure, it was observed that the console device while in use with the pedal device stopped working. It was further determined that the pedal wire was out of its sheath. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The manufacturing site name was documented as unknown in the initial report and has been updated to power tools satelec. Please note that the contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.